Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had been seen by her physician and reported even with the stimulator turned to 0 and off she feels intermittent shocking sensations within her body. The lead connectivity and impedances were all within normal limits. The doctor wanted to send the patient for a neurological consult.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the other day when the pt went to charge their ins they charged it and they were "like oh my god" for it was charging them until they could not stand it so the daughter turned it off (pt said they turned the controller off). They turned it off because they were getting shocked and they got shocked twice really hard for something was at 40 but they did not know what was at 40. Pt noted they first got shocked 4 days ago. Pt noted they charged their ins every other day and their next time to recharge the ins was 2 days ago but their ins battery was still at 90% and the controller was at 100%; then today their ins and controller were still at the same battery level. Pt said after they got shocked the other day the stimulation was turned off and the part giving trouble was the tailbone for it was hurting and the legs felt like they were being charged for the pt was uncomfortable. Pt said they were in pain and they know nothing about the scs since their daughter dealt with it. Pt said they were confused and will have their daughter call. Pt said they will call 911 for they could not take it. The patient was redirected to their healthcare provider to further address the issue. Pt disconnected call. Pt noted they just saw pain management in january this month and a rep was there, no allegations were made.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said they were "shocked so hard" by the spinal cord stimulator(scs) that they screamed and pt said this was the 3rd time they had been shocked. Pt said they had to go the emergency room(ER), but the people on the ER did not know what to do, so pt went to hcp on file and the hcp on file tried to contact a mdt rep, but could not get in contact with mdt rep. Pt said they had not slept well and were scared to move at all. Pt said the shocking sensation was uncomfortable and their legs were hurting down to their toes so much they were icing their feet. Pt said they had turned the scs into MRI mode to get the scs to stop shocking them. Pt said they went to hcp and hcp took x-rays. Pt was escalated and frustrated on the call. An email was sent to the local mdt reps. Patient services specialist(pss) attempted to provide nas to pt, but pt got escalated and said "they tired that, but my hcp could not get ahold of anyone."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported patient had shocking. Lead connectivity and impedances were all within normal limits. Re-education of controller was given. Amplitudes were reset in the supine position. Patient was comfortable when leaving doctor¿s office. During the (B)(6) visit, it was revealed that the patient had a mentally handicapped son that was helping her with recharging. It was agreed upon that he may have turned up the amplitude by mistake.